Manufacturer narrative:
Optical sensor issue: clinical details report a placement signal not reliable (psnr) alarm on (B)(6) 2025. Data logs were available for (B)(6) 2025. On (B)(6), the ps suddenly dropped by ~40 mmhg over a 20-minute period without a change in optical signal metrics or motor current. After this drop, the placement signal (ps) began gradually trailing down into negative values, ultimately triggering a psnr alarm. During this time, signal not reliable (snr) trailed down slightly but still remained within expected ranged. The ps was generally unreliable/disabled for the rest of the available logs of the case. This pattern is indicative of sensor wear. The pump was not returned for investigation. The first indication of sensor wear occurred after ~14.5 days of operation. Based on the pattern noted in data logs, the cause of the optical sensor issue was determined to be sensor wear. The sensor wear occurred prior to the design life of impella 5.5 s2. Paroxysmal atrial fibrillation: clinical details report that the patient experienced atrial fibrilation (a-fib) on (B)(6) 2025. In order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pain: clinical details report that the patient felt slight soreness at the impella access site on (B)(6) 2025. The cause of the injury was not determined due to insufficient clinical details. A review of the device history record (DHR) was performed. The review confirmed that the product all manufacturing release criteria. Pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
Section d4 catalog number was corrected.

Manufacturer narrative:
Additional information has been provided in d6b (updated explant date to new value: (B)(6) 2026). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, it was reported that there was slight soreness at the insertion site. No medication was required. The patient converted to atrial fibrillation and systemic anticoagulant was started. Weeks later, a placement signal not reliable alarm was reported and the alarm was disabled. No further information was provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.